Event description:
It was reported that during interrogation, multiple vf episodes were observed. Egm showed noise. The patient received one shock and multiple aborted shocks were seen. The lead was capped and replaced.